Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The device remains in use. It was also reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high outputs. The left ventricular (lv) lead was dislodged, and a repositioning procedure was planned. Both leads remain in use. No patient complications have been reported as a result of this event.